Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead shock impedance gradually increased from 50 ohms to 114 ohms. Boston scientific technical services (ts) was consulted and discussed possible causes of gradual increased shock impedance measurements. Twenty-two months later the clinic again contacted ts to discuss shock impedance measurements. Ts reviewed the remote home monitoring system and found that the shock impedance has been between 110 to 130 ohm range for the past year without significant rise in trending and there was an alert for the out of range measurements from two months earlier. Ts discussed that the daily shock impedance test can be sensitive to calcification around the coils. Ts further discussed that when delivered shock impedance measurements reach around 145 ohms that is when energy can be truncated. Ts recommended discussing the increased shock impedance measurements with an electrophysiologist to determine when further testing would be needed. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.